Event description:
It was reported that the patient had an infection at the lead site. Surgical intervention was undertaken and the system was explanted at an unknown date. The infection is now resolved.

Manufacturer narrative:
B3: event date is estimated.